Event description:
It was reported that during a pneumonectomy vats, the knife did not return at the 3rd firing and the reverse button was used but the knife did not return. Manual override was used and the jaws opened. Staple formation was not a problem. The battery was checked and it was fine. It was used on blood vessel. The cartridge color was white. The another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. D4: batch # 850c87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 850c87, and no non-conformances were identified.